Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 32 mmol/l. Troubleshooting was performed. It was stated that the customer did not change the infusion set or treated when the customer noticed that the blood was rising. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.